Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown liner. Unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00638. 0001822565 - 2020 - 00639.

Event description:
It was reported that approximately 10-15 years post implantation, the patient was revised due to hip pain and instability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. No product or images were received; visual and dimensional evaluations could not be performed. X-rays were provided which concluded that a fractured implant could not be entirely excluded. There was slight angulation at the junction of the femoral neck and stem with incomplete linear lucency seen laterally in this region. There were no signs of loosening , wear, or radiolucency and no indications of subsidence, subluxation, corrosion, or osteolysis. During communication with the reporter, it was noted that trauma was a contributing condition to the event and may be related to the reported pain and instability. A review of the device history records could not be performed as part and lot number were not received. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.